Event description:
A customer reported that the adc device detached prematurely. As a result, the customer experienced hypoglycemia and was given lucozade (soft drink) for treatment by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was not returned. If the adhesive is returned, a physical investigation will be performed and a follow-up report submitted. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kits were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. As a result, the customer experienced hypoglycemia and was given lucozade (soft drink) for treatment by spouse. There was no report of death or permanent injury associated with this event.